Manufacturer narrative:
The console logs showed a communication issue with the pbm (power battery manager) during the initial bootup. The reported failure mode was reproduced during testing. The root cause of the ¿system self check error¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps. Before returning the console to the customer, the following actions will be performed: 1. Replace the pbm 2. Perform preventive maintenance 3. Perform a full functional check.

Manufacturer narrative:
The reported event did not involve patient use. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during preparation for a procedure, the automated impella controller (aic) generated a blue screen with an EKG rhythm along the bottom upon start up, and not the normal start up screen. The case was completed with another aic. No patient harm was reported.